Manufacturer narrative:
Product ID: neu_unknown_lead, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient went to the bathroom and the external neurostimulator (ens) fell. The patient knew it moved the wire on the left side because the patient turned it ¿all the way up¿ and did not feel anything. The patient had the trial placed one day prior to report. The patient was redirected to the healthcare professional (hcp).